Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2013. It was reported that the patient experienced a bacterial driveline infection. The treatment included an antibiotic agent and treatment for the wounded area. The patient was admitted to the hospital from (B)(6) 2016 due to the infection. No additional information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until (B)(6) 2017. The onset date of the bacterial driveline infection was reported to be (B)(6) 2016, and the patient was admitted from (B)(6) 2016. Upon review of the patient¿s complaint history, it was discovered that the pump associated with this event was returned to the manufacturer in october 2016 following the heart transplant. The information at the time the pump was received was that a routine transplant had occurred; there was no reported device malfunction and no adverse patient impact. No report of a bacterial driveline infection was received until (B)(6) 2017. Evaluation of the system controller that was returned post-transplant found the device functioned as intended. The log files captured routine activity. Functional testing on a mock circulatory loop did not yield any issues with the system controller. Evaluation of the returned pump post-transplant did not reveal any deposition in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the evaluation of the returned devices (system controller and lvad) and the reported driveline infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2016.